Event description:
It was reported that during a routine follow up and upon interrogation, it was found that this implantable device had reverted to safety mode operation. The patient had already left the facility by the time the incident was reported by the health care professional (hcp) to technical services (ts), so the information and device details are very limited at this time. Ts recommended immediate schedule of the device replacement procedure, and the physician confirmed that the patient will be transferred to a clinic for this procedure. Additional information has been requested to the field. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.